Event description:
It was reported by the hospital contact that during the coil position surgery, the 1st coil (B)(4) could not be detached although the surgeon made attempts. The surgeon changed another coil (details unknown) to complete. There was no report on patient injury. The patient is female and (B)(4), diagnosed as pcom with size 6.6mm x 2.9mm x 2.6mm. The product will not be returned for analysis. The detachment control box and connecting cable (details unknown) worked with other coils.

Manufacturer narrative:
It was reported by the hospital contact that during the coil position surgery, the 1st coil (crc14030630/c23956) could not be detached although the surgeon made attempts. The surgeon changed another coil (details unknown) to complete. There was no report on patient injury. The patient is female and (B)(6), diagnosed as pcom with size 6.6mm x 2.9mm x 2.6mm. The product was returned for analysis. The detachment control box and connecting cable (details unknown) worked with other coils. Very limited information was received. Both the unidentified dcb and the connecting cable were not returned. The unidentified microcatheter was not returned. There is no explanation on why this device took 6 months to be returned or if a pre-deployment electrical check was performed. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil was returned undamaged and intact. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 50.5 ohms and the enpower systems ready green light illuminated. No manufacturing defects were found. The coil detached on the first detachment cycle. The dpu passed post-detachment electrical testing with resistance at 50.5 ohms and the enpower systems ready green light remained illuminated. Post-detachment inspection found that the detachment fiber received heat and melted as designed. The field complaint could not be duplicated as the dpu passed electrical testing and the coil detached on the first detachment cycle, therefore the root cause of the coils non-detachment inside the aneurysm cannot be determined. Note: it was not stated that a pre-deployment electrical test was completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported by the hospital contact that during the coil position surgery, the 1st coil (B)(4) could not be detached although the surgeon made attempts. The surgeon changed another coil (details unknown) to complete. There was no report on patient injury. The patient is female and (B)(4), diagnosed as pcom with size 6.6mm x 2.9mm x 2.6mm. The product will not be returned for analysis. The detachment control box and connecting cable (details unknown) worked with other coils. The cashmere ((B)(4), lot c23956) will not be returned, therefore the root cause of the coils non-detachment cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: another coil (details unknown).